Manufacturer narrative:
Upon receipt of further detail it was determined that the revision surgery was planned and was not due to a product problem.

Event description:
On (B)(6) 2019 it was reported to k2m, inc. That a surgery took place in which three screw inserters and screw removal tool broke at the tip intra-operatively. It is unknown if revision was related to a device problem. (Related to 3004774118-2019-00037)

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2019 it was reported to k2m, inc. That a surgery took place in which three screw inserters and screw removal tool broke at the tip intraoperatively. It is unknown if the patient was revised. (Related to 3004774118-2019-00037)